Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Initial report full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, blood was noticed in the helium tubing. Evidence of an iab rupture was noted and the iab had to be replaced. There was no patient harm or adverse event reported.